Manufacturer narrative:
A steris service technician arrived at the facility and identified the hose connection from the system 1e to the big blue filter housing had separated. The technician replaced the hose assembly to the big blue filter, performed a test cycle, and returned the unit to service. No additional issues were reported.

Event description:
The user facility reported that a large amount of water leaked from their system 1e processor. No injuries or procedural delays or cancellations were reported.